Manufacturer narrative:
Findings: unit received with blank display due to moisture damaged electronic assembly. Also moisture damaged motor during visual inspection. Unable to perform operating currents, self-test, compromised error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 254 mg/dl. The customer insulin pump was no cracks and not dropped or bumped but fell inside the toilet by accident. The customer stated the pump was exposed to moisture. The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 254mg/dl. The customer stated the pump fell inside the toilet by accident. Customer reported there is fluid inside the lcd display. The customer was advised that the insulin pump will need to be replaced.